Event description:
It was reported that the chemical indicator did not change its color after a sterilization cycle. The load was reprocessed. No further information was gathered.

Manufacturer narrative:
Indicator not reaching the final color ("pass" result). No device-related deaths or serious injuries were informed. No further information provided after several attempts to reach the user. Potential device malfunction, which may cause the device to fail to perform its essential function and compromise the sterilization process monitoring effectiveness which could contribute to delay patient treatment and, hence, to a serious injury.